Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two leads with the same lot number. It was reported the pt began experiencing auto reducing in (B)(6) 2013. Additionally, the pt is experiencing parasthesia only in the left hip and lower extremity. Diagnostics revealed high impedances. X-rays were ordered and the next course of action will be determined at a later date.